Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that their weight was (B)(6) and that the nurse gave them a pain shot and told them that they had the ins in them. No healthcare professional for further follow up was provided by patient. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other. It was reported a power on reset (por) was seen when patient was attempting communication with the ins to check their therapy status. The patient stated they recently went to the hospital due to a urinary tract infection (uti) and also for a shot. The patient stated they believed the health care physician (hcp) who provided the shot did not know the location of the ins and possibly inserted a needle near the ins because since then, suddenly the patient was not feeling stimulation and they were peeing a lot more and having to go to the bathroom a lot. The patient mentioned they did not have a current hcp since their last one moved and a physician listing was sent to the patient so the patient follow-up with one off of the list and have the por cleared. There were no further complications reported/anticipated.